Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the spectra optia device operated as intended and no system or device malfunction was identified that may have contributed to the reported event. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient was undergoing a white blood cell depletion (wbcd) procedure. Approximately 2 hours post procedure, the patient's platelet count decreased. Per physician's order, a transfusion was given to the patient. Patient's age is not available at this time. Patient's gender and weight were obtained from the run data file (rdf). Patient outcome is not available at this time. The wbcd collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
A physician evaluated the adverse event for causality. The physician determined that the device did not contribute to the adverse events. The adverse reaction was definitely related to the patient's disease state and possibly related to the apheresis procedure. Additionally, it was unrelated to the treatment of the patient's underlying disease. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to the article, 'leukocyte depletion by therapeutic leukocytapheresis in patients with leukemia', wbcd procedures are used to symptomatically treat patients with high wbc counts that are the result of an underlying diseases, such as leukemia. The diagnosis for the patient in this record is unknown. However, the article serves as a reference for adverse events that can occur and should be monitored for during a therapeutic leukocytapheresis procedure. Examples of contraindications from wbcd procedures listed from the article include anemia and thrombocytopenia. Additionally, the article states that patients should be asked about parasthesia due to hypocalcaemia and recommends they receive calcium supplements. Also, calcium and potassium levels should be monitored and corrected by intravenous infusion, if necessary. Finally, the article recommends continuous measurement of heart rate and blood pressure monitoring in these patients undergoing leukocytapheresis procedures. The elevated wbc counts in these patients leads to an increase in blood viscosity, which in turn causes poor separation of the blood during the centrifugation process during the apheresis procedure. This can result in the collection of plasma, platelets, and rbcs with the wbc during the procedure. In this case, the patient lost platelets during the collection resulting in the need for a transfusion. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic leukocytapheresis with a frequency of 5.7%.root cause: based on the risk assessment, clinical findings, and investigation, the root cause of the patient reaction and need for medical intervention is inconclusive. Possible causes include but are not limited to the patient's disease state, and/or the nature of the wbcd procedure. Citation: hölig, kristina, and rainer moog. "Leukocyte depletion by therapeutic leukocytapheresis inpatients with leukemia." Transfusion medicine and hemotherapy 39.4 (2012): 241-245.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.